Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the charger for an ilet system was not charging, with no indicator light despite attempts using multiple household outlets, and a replacement charging pad was shipped. Symptoms included no clinical effects reported and blood glucose was not affected. Outcomes included no alarms, no medical intervention, and no hospitalization. Investigation included case review, troubleshooting with the user, and coordination with shipping to confirm and dispatch replacement supplies. Investigation of this case revealed a charger malfunction with failure to power on, and logistics confirmed the original replacement had not been dispatched until follow-up. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the charging hardware.